Event description:
IV tubing was noted to be leaking inside the alaris pump where the laser "eye" is located. The leak is at the blue disk just above the soft section that fits into the pump. Not sure if the tubing got pulled apart or whether it was defective. There was no patient harm.